Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg is turning off without prompting. The patient denies being near a strong magnetic field during these occurrences and claims they are happening more frequently. Surgical intervention will be undertaken at a later date to address this issue.